Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 181 mg/dl. The customer reported that the insulin pump had an unexpected restart error and motor error and then was beeping with a blank display. The customer also reported that no buttons were responding. The customer also reported that the insulin pump was exposed to moisture due to reservoir leak. The customer reported that it looked like it was leaking around o ring. The customer reported that there was fluid in the reservoir compartment. Troubleshooting was not able to be performed as there was a blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and a21 alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with cracked reservoir tube lip.